Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump message: 'pump unexpectedly shut down. Enter technician code to proceed.' Medical intervention needed: no."